Manufacturer narrative:
The physician reported the event with a causal relationship to the study procedure and not related to device hardware and stimulation.

Event description:
A report was received that the patient was admitted and underwent debridement of surgical wound due to a scar that was moderate in severity. The physician assessed the event as recovered/resolved and patient was discharged two weeks later. The physician reported the event with a causal relationship to the study procedure and not related to device hardware and stimulation.

Event description:
A report was received that the patient was admitted and underwent debridement of surgical wound due to a scar that was moderate in severity. The physician assessed the event as recovered/resolved and patient was discharged two weeks later. The physician reported the event with a causal relationship to the study procedure and not related to device hardware and stimulation.

Manufacturer narrative:
Additional information was received that the patient was admitted to the hospital on (B)(6) 2018 due to necrosis and scabs in the frontal area of the incision, which was moderate in severity. The physician reported that the patient was afebrile, hemodynamically stable, and neurologically intact. The patient was treated with antibiotics and cultures were taken. It was revealed that the patient was positive for growth of s. Marcescens. The patient underwent debridement of the wound on the same day she was admitted. The antibiotic treatment was completed on (B)(6) 2018 and the patient was discharged. The physician assessed the event as recovered/resolved. Additional suspect medical device components involved in the event: model: db-2202-45. Serial/lot: (B)(4) / 21268826. Description: dbs directional lead sterile kit 45cm. Model: db-2202-45. Serial/lot: (B)(4) / 21155628. Description: dbs directional lead sterile kit 45cm. A review of the manufacturing documentation for the ipg db-1200 (serial number: (B)(4)) and two leads db-2202-45 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Date of birth: (B)(6); exact date of birth is unknown. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was admitted and underwent debridement of surgical wound due to a scar that was moderate in severity. The physician assessed the event as recovered/resolved and patient was discharged two weeks later.